Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was explanted one day post implant due to dislodgement. It was reported that the cause of the lead dislodgement was that the patient actively used her arm after implant against the physician's orders. This lead was explanted and discarded in the hospital's contamination bin. No adverse patient effects were reported, and a new lead was successfully implanted.